Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device check. Upon interrogation, the right ventricular lead exhibited loss of capture at maximum output in bipolar configuration. High capture threshold was noted in unipolar configuration. The patient experienced bradycardia. The lead was capped and replaced on (B)(6) 2018. The patient was in a stable condition.